Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unexpected device reboot was confirmed. Ventec opened the device to perform a visual inspection where it was observed that its internal battery had leaked, contaminating multiple components including the control board. Ventec replaced the control board and internal battery to resolve the reported reboot issue and then completed other, unrelated, repairs. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was contamination on the control board due to the internal battery leaking. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed the device reboot unexpectedly. There was no patient involvement associated with the reported event.